Manufacturer narrative:
11/10/97-supplemental rpt #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an unspecified procedure, the instrument did not fire. The hospital has reported no pt injury occurred. The surgeon applied another instrument to complete the procedure.